Event description:
It was reported that during unloading the patient, the load wheel broke off, causing the cot to drop/tip. It was further reported that the patient received injuries to their arm, shoulder and ribs, but no medical intervention was reported for the patient. A second ambulance had to come to the scene to transport the patient, but no clinically relevant delay in treatment was reported. The emt received a bruise during the event, and had precautionary x-rays taken.

Manufacturer narrative:
The issue was resolved for the customer by replacing the retractable head section.

Event description:
It was reported that during unloading the patient, the load wheel broke off, causing the cot to drop/tip. It was further reported that the patient received injuries to their arm, shoulder and ribs, but no medical intervention was reported for the patient. A second ambulance had to come to the scene to transport the patient, but no clinically relevant delay in treatment was reported. The emt received a bruise during the event, and had precautionary x-rays taken.